Event description:
It was reported that vessel dissection occurred. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment in the mid lad at 14 atmospheres. However, a proximal edge dissection was noticed in the lad. The dissection was treated by deploying another synergy 3.5 x 16mm overlapping proximal edge of lad to ostial. There were no complications reported and the patient was in stable condition.